Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that quality control (qc) was in range at the time of the event. Siemens assisted the customer with troubleshooting and instructed the customer to inspect the wash station module. The customer unlocked the rear cover to inspect the wash station probe 4 and observed a fluidic leak. The customer verified the tubing connection and reinstalled the probe. Siemens used the service diagnostics to perform an autocheck and noted the reaction wash station failed at probe 4. Siemens turned the waste and dispense valves off on probe 4, repeated the autocheck, and observed the test fail again. Siemens dispatched a customer service engineer (cse) to the customer site. The cse replaced the 2-way valve and performed a system check, and the atellica ch 930 analyzer displayed errors on the reagent probe 1. The cse inspected the reagent probe and replaced it with a new one. A system check and qc test were performed and completed successfully. The analyzer was functional post-service visit. Siemens reviewed the information provided and the service performed. The siemens cse completed the services and verified that the fluidic leak was no longer observed. The cause for a falsely depressed creatinine_2 (crea_2) result on the atellica ch 930 analyzer is unknown. The analyzer was verified and operating as specified, and no further evaluation of the device was required.

Event description:
The customer observed a discordant falsely depressed creatinine_2 (crea_2) result on the atellica ch 930 analyzer. The customer reported the result to the physician(s). The customer used the same sample and an alternate analyzer to perform repeat testing. The customer noted the repeat result was higher and correct and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.